Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited intermittent capture which caused the device into high output mode. The programming changes were made. The patient was in stable condition.